Event description:
On (B)(6) 2018, the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 289 mg/dl, a result in the "250's mg/dl" (aviva meter) and 110 mg/dl, 90 mg/dl (doctor's meter). On (B)(6) 2018, the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: a result in the "150's mg/dl" (aviva meter) and 90 mg/dl (doctor's meter). No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.